Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The stem was not listed as being revised therefore the subform should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The stem was not listed as being revised therefore the subform should be voided.

Event description:
It was reported patient underwent a revision procedure approximately 8 months post-implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Medical product: catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 945930; catalog #: 115398, comp rvs cntrl 6.5x40mm st/rst, lot # 355980; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 265360; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 699640; catalog #: 115316, comp rvrs shldr glnsp +6 36mm, lot # 171330; catalog #: 115370, comp rvs tray co 44mm, lot # 452990; catalog #: xl-115364, arcom xl 44-36 std +3 hmrl brg, lot # 875670. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03368, 0001825034-2021-03370, 0001825034-2021-03371, 0001825034-2021-03372. Not returned.